Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site and confirmed the reported error issue. Fss replaced the instrument manager pcb, (B)(4) single board computer (sbc) printed circuit board (pcb), programmed hard drive and modified ethernet cable assembly, which resolved the issue. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred with the whitestar signature system during start up. It was stated that this was a duplicated error and that the amo field service specialist had previously replaced instrument manager printed circuit board (pcb) on an earlier notification on this unit. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report the date received by manufacturer that was entered was (3/4/2016). Clarification on the date was provided and it was learned the actual date received by manufacturer was 3/7/2016. All pertinent information available to abbott medical optics has been submitted.